Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021 ,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (20mg/ml at 8.1mg/day), clonidine (100mcg/ml at 40mcg/day), and marcaine (0.9mg/ml at 0.3mg/day) via an implantable pump for spinal pain. It was reported that during a regularly scheduled pump replacement for normal battery depletion, a piece of the catheter broke off when the pump connector was disconnected from the pump. There were no external factors that contributed to the event. A new 8784 catheter was implanted and the issue was resolved. The explanted portion was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.